Event description:
It was reported that the pta balloon tore as it was being withdrawn through the introducer sheath. The sheath and balloon were removed simultaneously without further incident. Another device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.